Event description:
Customer reported that the insulin pump display was blank. The blood glucose reading was 148 mg/dl. He stated that the insulin pump had not been dropped, bumped, or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. A battery cap replacement was sent to the customer to rule out an issue with the battery cap. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.